Manufacturer narrative:
On (B)(6) 2021 customer alleged insulin pump was over delivering insulin. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case. Device successfully downloaded traces and history file using thump. Carelink files uploaded successfully. Device passed the functional test, including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08760 inches. No unexpected insulin flow blocked alarm/no over delivery anomaly noted during testing. No damage noted at the electronic assemblies. In further full review of the device history on the event date of (B)(6) 2021 found bolus deliveries of 3.0 units at 4:49am, 2.5 units at 7:17am,1.8 units at 5:59pm, and 3.2 units at 9:21pm. In summary, customer allegation for insulin pump over delivering was not confirmed during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated the customer alleged the insulin pump was over delivering insulin due to low blood glucose. Customer's current blood glucose was 130mg/dl. The insulin pump will be returned for analysis.